Event description:
It was reported that the ilet bionic pancreas screen was cracked, after which the user initiated backup therapy and a replacement ilet was shipped with instructions for exchange. Symptoms included no reported adverse clinical effects, and blood glucose was reported as not impacted. Outcomes included no medical intervention, no hospitalization, and continued therapy via backup method. Investigation included attempts to retrieve the original device for evaluation and communication with the user regarding return logistics. Investigation of this case revealed a damaged user interface/display component consistent with physical damage, with no evidence of device performance impact reported. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
"The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."